Manufacturer narrative:
B2 (outcomes attributed to adverse event) corrected.

Event description:
Reportedly, during a pacemaker replacement procedure due to regular battery depletion, the ventricular lead was disconnected from the subject pacemaker with a screwdriver and the threshold was measured. The atrial lead was then attempted to be disconnected from the pacemaker, but the screwdriver rotated and it was impossible to loose the atrial set-screw. Reportedly, the screwdriver was properly inserted into the hexagonal cavity during the procedure. In order to disconnect the atrial lead from the pacemaker port, the physician broke a part of the pacemaker header with a scalpel, exposed the distal lead tip, and pulled the atrial lead, pushing the distal lead tip with forceps. After several attempts, the atrial lead was disconnected from the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement procedure due to regular battery depletion, the ventricular lead was disconnected from the subject pacemaker with a screwdriver and the threshold was measured. The atrial lead was then attempted to be disconnected from the pacemaker, but the screwdriver rotated and it was impossible to loose the atrial set-screw .reportedly, the screwdriver was properly inserted into the hexagonal cavity during the procedure. In order to disconnect the atrial lead from the pacemaker port, the physician broke a part of the pacemaker header with a scalpel, exposed the distal lead tip, and pulled the atrial lead, pushing the distal lead tip with forceps. After several attempts, the atrial lead was disconnected from the pacemaker.

Manufacturer narrative:
Preliminary analysis did not reveal any issue on the returned device.

Event description:
Reportedly, during a pacemaker replacement procedure due to regular battery depletion, the ventricular lead was disconnected from the subject pacemaker with a screwdriver and the threshold was measured. The atrial lead was then attempted to be disconnected from the pacemaker, but the screwdriver rotated and it was impossible to loose the atrial set-screw .reportedly, the screwdriver was properly inserted into the hexagonal cavity during the procedure. In order to disconnect the atrial lead from the pacemaker port, the physician broke a part of the pacemaker header with a scalpel, exposed the distal lead tip, and pulled the atrial lead, pushing the distal lead tip with forceps. After several attempts, the atrial lead was disconnected from the pacemaker.